Event description:
Event description cpi received information that during the attempted implant of this implantable pulse generator, no pacing occurred. Several attempts were made to connect the leads. The physician elected not to implant the ipg. Another model 1230 was successfully connected to the lead system.